Event description:
"Caller alleged imprecision with inratio meter. Results as follows: "initial inr result = 1.5; repeat inr = 3.2. Therapeutic range = 2.5 - 3.5. Time between testing: 10 minutes.

Manufacturer narrative:
Inratio precision data provided by end-user: date: 06/10/2013, 1st inr = 1.5; 2nd inr = 3.2, mean = 2.35, sd = 1.20, %cv = 51.15. Since %cv exceeds 20%, inratio meter results do not pass the criteria for precision. Further testing is required. In-house therapeutic donor testing performed on reported lot 303229 yielded the following results: date: (B)(6) 2013; donor: 201; inratio: 2.5, 2.8, 2.8.; reference: 2.32; bias threshold: 1.32 - 3.32; 5cv: 6.42. Date: (B)(6) 2013; 200; 2.4, 2.6, 2.2; 1.26 - 3.26; 8.33. All replicates for each donor were within the acceptable bias for accuracy. Product performed as expected. Both donors produced %cv less than (B)(4). Precision criteria had been met. No further investigation required. Conclusions: analysis of the client's data from repeat inratio testing revealed that the test result comparison did not meet precision criteria. No product was expected to be returned so retain products were used for investigation testing. Retain strip testing results met accuracy and precision criteria. Root cause could not be determined from the info provided by the customer. As of (B)(4) 2013, (B)(4) discrepant result complaints were reported for lot #303229 yielding a complaint rate of (B)(4). Due to this low occurrence rate, below the action thresholds monitored by qa for corrective action (B)(4). No further action is required at this time. This issue will subject to tracking and trending. No corrective action required at this time as no product deficiency was established.